Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8099978 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200749616, 200752986, 200752794, 200752927] noted that did not pertain to the complaint. There was one (1) notification [200749580] noted for cracked barrel. A review of the device history record was completed for batch # 8281940 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag experienced stopper deformation, while another syringe 0.3ml 31ga 6mm halfunit 10bag experienced a failure of product to contain medication during use. The following information was provided by the initial reporter: material no.: 324910; batch no.: 8281940, 8099978. Verbatim: consumer reported rubber stopper slanted in the barrel of one syringe and a crack in the barrel of another syringe from a different lot, same product. Dates unknown, consumer does not re-use. Lot #: 8281940 stopper slanted in barrel. Exp: 10-31-2023. Lot #: 8099978 barrel cracked from 0 - 5 units. Exp: 04-302023. Product #: 324910 (both lots). Occurrence dates unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8281940, medical device expiration date: 2023-10-31 , device manufacture date: 2018-10-08. Medical device lot #: 8099978, medical device expiration date: 2023-04-30, device manufacture date: 2018-04-09.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag experienced stopper deformation, while another syringe 0.3ml 31ga 6mm halfunit 10bag experienced a failure of product to contain medication during use. The following information was provided by the initial reporter: material no.: 324910, batch no.: 8281940, 8099978. Verbatim: consumer reported rubber stopper slanted in the barrel of one syringe and a crack in the barrel of another syringe from a different lot, same product. Dates unknown, consumer does not re-use. Lot # 8281940, stopper slanted in barrel, exp 10-31-2023. Lot # 8099978, barrel cracked from 0 - 5 units, exp 04-302023. Product # 324910 (both lots), occurrence dates: unknown.